Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40mm diameter abdominal aortic aneurysm. It was reported that during the index procedure two endurant limbs did not deploy from the delivery system. It was noted that while turning the handle on the delivery system the stent graft didn't come out of it. A third extension limb (endurant) was used and deployed correctly, the treatment was successfully completed. Per the physician, the cause of the event cannot be determined. One of the devices was manipulated outside the patient and a kelly forceps was used to pull it out from the delivery system. It is noted that the graft appeared to be glued to the graft cover. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system returned without the graft. The graft cover was slightly curved. The external slider and the graft cover had been retracted. Deformation and bunching were observed to the end of the stent stop component. There was no further damage observed to the delivery system. As the graft was manually deployed in-vitro the difficulties experienced by the physician could not be evaluated; therefore the cause of the difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.